Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During initial implant, it was observed the newly placed left ventricular lead had dislodged. A fluoroscopy was completed to confirm dislodgement. The lead was explanted and replaced. The patient was stable.